Manufacturer narrative:
Subject: consumer reporting the qv sars otc swab was immersed in the reagent first and then inserted into the nose, consumer washed nose with water --tss advised to seek medical care if irritation occurs, provided poison control number. Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.

Event description:
Consumer reporting the qv sars otc swab was immersed in the reagent first and then inserted into the nose, consumer washed nose with water --tss advised to seek medical care if irritation occurs, provided poison control number.